Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified proximal to mid right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, after crossing the lesion, it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the balloon ruptured at 4atm.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified proximal to mid right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, after crossing the lesion, it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.